Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was delaminated. Per reporter, the event occurred during testing and there was no patient involvement. No harm/adverse event was reported.

Manufacturer narrative:
B3: one device was returned for repair in used condition. This device has not been serviced in the past. Physical condition of the device has delaminated downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lcd lens. The cause of the primary problem was the dso seal. The dso seal was replaced. The device passed all functional testing after the repair.